Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 47.9cm including the distal segment was returned for analysis. Internal insulation abrasion was noted at 10.0-10.1 cm from the distal tip. The etfe coating was intact. Reliability laboratory technician; (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis.